Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the original equipment manufacturers (OEM). The OEM performed the manufacturing and quality review for the device and affected lot number and revealed no deviations regarding the function and safety of the device. The DHR review revealed no abnormalities/non-conformities for this device.

Manufacturer narrative:
The referenced electrode (a22255c) was returned to olympus for evaluation. The evaluation confirmed the reported event as a visual inspection of the as received condition of the electrode found the needle that was attached between the gray insulation posts was missing. In addition, both sides of the gray insulation wire showed signs of stress due to separation at the distal end. Based on similar device reports, the most probable cause of the reported event can be attributed to: physical damage, excessive output from the generator, and/or metal to metal contact with the hf device.

Event description:
Olympus was informed that the tip of the electrode broke off and fell into the patient during a cystoscopy with hand assisted nephroureterectomy procedure. The user facility reported the electrode was intact when assembled, however, after placing it into the patient¿s bladder and advancing, part of the tip was observed missing. The patient¿s bladder was irrigated and inspected but no device fragments were found in the patient. The procedure was completed with an unspecified device. No patient harm/injury was reported.